Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17057. It was reported that the patient presented for routine generator exchange procedure. Device interrogation prior to procedure revealed high capture thresholds and decreased r-wave amplitude sensing on the right ventricular (rv) lead, and noise on the right atrial (ra) lead. No changes or intervention was performed; the clinic elected to continue monitoring. The patient condition was stable throughout.